Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. It was reported that, approximately two years and nine months post index procedure a CT revealed that the endurant ii stent graft limb in the left iliac artery had a distal type I endoleak and loss of wall apposition. Additionally, the left iliac artery measured 41 mm in diameter. The physician decided to coil the left hypo-gastric artery and implant an endurant 16x13x199 from the flow divider of the original bifurcated device extending into the left external iliac and modeled the stent graft with a reliant balloon and the type ib leak was resolved. Per the physician, the cause of the event was due to disease progression in the left iliac artery resulting in a lack of wall apposition. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.